Event description:
It was reported that the right ventricular (rv) lead had increasing impedance measurements. The rv lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: 5076-45 implantable pacing lead (B)(6) 2005. (B)(4).